Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to power on. Review of the logfile shows pdu: control module power not ok, the main was still present, most likely the 'pdu fan tray and dcps' is malfunctioning. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system did not power on in the morning. The rse found power button to be stuck initially but was later released; however, the system still did not power up and requested onsite support. The philips field service engineer (fse) checked the system onsite and found power issue in the main cabinet. To resolve the issue, fse replaced pdu fantray and dcps. The defective part was sent for analysis, for satellite power distribution unit failure was observed and the failure was found to be blown fuse. The defective part was sent for analysis, for pdu fantray failure was observed and the failure was found to be defective power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.